Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.